Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2021. During the procedure, the trapezoid basket was inserted into the patient's bile duct and they attempted to open the basket. However, the handle would not move to open the basket. The device was removed from the patient and they tried to open the basket while straightening out the device. The basket still did not open and the thumb ring on the handle broke when forcibly actuated. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the working length was free of obvious kinks and bends. The handle cannula was properly attached to the handle; however the thumb ring was detached from the handle and it was not returned with the device. The handle and thumb ring showed coincident marks that indicate proper assembly during manufacturing process. The handle had whitened marks in some locations indicating that tension forces were applied to the device. A functional inspection noted that the basket could be extended and retracted without any resistance. The reported event was confirmed. Based on all available information, it is most likely that procedural factors encountered during the procedure could have affected the device performance and its integrity. During analysis, the handle and thumb ring showed coincident marks that indicated proper assembly during the manufacturing process. During use of the device, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. The handle had marks where the thumb ring was located indicating that a lot of force was applied to the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2021. During the procedure, the trapezoid basket was inserted into the patient's bile duct and they attempted to open the basket. However, the handle would not move to open the basket. The device was removed from the patient and they tried to open the basket while straightening out the device. The basket still did not open and the thumb ring on the handle broke when forcibly actuated. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.